Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 1000 mg/dl. Current blood glucose was 139 mg/dl. The customer experienced diabetic ketone acidosis such as a result of high blood glucose. Customer treated for high blood glucose with manual injection. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.